Event description:
During the preventive maintenance of a da vinci surgical system, the intuitive surgical, inc. (Isi) field service engineer (fse) found that the patient side manipulator (psm) arm due to the observation that at axis three, the chrome mylar ribbon cables were not laying/stacking one on top of each other correctly. The system was repaired by replacing the arm.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for failure analysis investigation. The arm was installed and configured onto an in-house system. The system was powered in maintenance mode. The arm failed the in-house brake weight drop test. The axis-1 and axis-2 brakes were replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the brake weight drop test during failure analysis. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.